Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During an rf procedure of the l4-l5, the pt experienced unintentional sensory stimulation. The pt was under general anesthetic when this occurred. The procedure was completed as planned using the same equipment. There was no adverse consequence reported as a result.